Event description:
Same case as MFR report# 6000089-2006-01811. Clinical trial. It was reported that 1436 days following a coronary artery stenting treatment procedure, the patient experienced a tvr (target vessel reintervention). The index procedure identified one target lesion was located in the mid rca (right coronary artery) with 90% stenosis, a length of 13.0 and a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of two 3.0x16mm study stents with 0% residual stenosis. The patient was discharged the following day on protocol doses of asa and plavix. The patient presented 1433 days following the index procedure with angina pectoris and underwent cardiac catheterization three days later which revealed 90% stenosis in the distal rca and 80% stenosis of the r-pav (right posterior atrioventricular), and 45.13% stenosis of the target lesion (mid rca). The distal rca was treated with placement of a 3.0 x 13mm cypher stent, reducing the stenosis to 0%. The r-pav was treated with placement of a 2.5x13mm cypher stent, reducing the stenosis to 0%. The patient was also treated for hyperlipidemia using vytorin 10/20mg daily. The patient was discharged the following day on asa and plavix. The relationship of the tvr to the sudy stent was reported as "possibly". The relationship of the tvr to the index procedure or a co-morbid condition was reported as "unrelated". It was also noted that the patient had worsening coronary artery disease in 2003 and abdominal pain in 2006.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the reoot cause of this event. Should further relevant inforamtion become available; a supplemental medwatch report will be filed.